Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1025 mg/dl and "fell through a glass door"; cause was not known. Customer was "rushed" to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with "40 stitches", and intravenous fluids of saline, insulin, potassium, and magnesium. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.